Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, sparking was noticed when using the monopolar curved scissors instrument. There was no report of patient involvement or patient injury.

Manufacturer narrative:
The prograsp forceps instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found. Based on the investigation results, customer reported issues may be due to other factors unrelated to the product.

Event description:
Refer to h11 for follow-up information.